Event description:
It was reported that a patient underwent a sling procedure on an unspecified date one year ago. The patient presented with pelvic pain post-operatively, but that subsided soon after it occurred. One year later, the patient presented with pelvic pain after a long recreational vehicle trip and upon performing a cystoscopy the surgeon discovered that the mesh had eroded into the urethra. The surgeon has placed a catheter and intends to remove the mesh in the near future.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.